Manufacturer narrative:
The reported issue that the latch was broken could not be confirmed; no product or device logs were returned for investigation. The latch in question could not be identified, such as door latch or release latch, because it was not specified. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involved.

Event description:
It was reported that an unspecified latch is broken. The latch was replaced, operations were checked nd passed. The device was returned to service. Although requested, additional information was not provided.